Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a faulty converter. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that while performing routine maintenance on his olympus evis exera iii xenon light source, he discovered that the main lamp was not coming on, and instead the spare lamp was lighting. Additionally, he noted an e103 error code appearing on the display. There was no patient involvement during this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A faulty converter was discovered and caused the reported failure modes. Additionally, the power switch was found cracked. If additional information becomes available following the device evaluation, a supplemental report will be filed.